Event description:
It was reported that a flo-gard infusion pump presented a 94 alarm. This occurred before use when the device was powered on. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.